Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse confirmed the junction of j101 and p101 of the isolatran transformer was burned and charred. Fse replaced the isolatran transformer and issue resolved. (B)(4). Note: the unicel dxc 660i synchron access clinical complies with (B)(4). It is (B)(4) marked. The product incorporates design elements, that afford the necessary protection, as specified by the referenced safety standards for laboratory equipment such that the metal enclosures, ul flame rated (v0 or 5va) plastics and ul flame rated foam (hf-1) contain and/or limit hazards in the event of a fire.

Event description:
The customer reported electrical burning smell and spark from the unicel dxc 660i synchron access clinical system. There was no report of smoke or visible flames. There was no report of exposure and no injury occurred due to this event. There was no erroneous result generated. The incident didn't affect any facilities of the lab, and fire alert of the hospital hadn't been activated.